Event description:
During the procedure, bravo capsule inserted it, hooked it to suction for 45 seconds, and the unit did not deploy normally. Went away and went back down to look for the chip, we found that it was in the posterior pharynx. It was free-floating so anesthesia removed it with a mcgill forcep. We then had to recalibrate a new unit and after the appropriate recalibration sequence, patient was put back under anesthesia and the device was passed down to 34 cm connected to suction for 45 seconds. Bravo capsule was then placed successfully. Bravo capsule that malfunctioned was taken to risk management. FDA safety report ID # (B)(4).